Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification through a journal article of an evoque 56mm valve in tricuspid position where one year post procedure, the patient presented with worsening fatigue, dyspnea on exertion, and peripheral edema. Repeat transesophageal echocardiography and cardiac computed tomography demonstrated the presence of two new paravalvular leaks (pvls), one postero-lateral moderate-to-severe at 8 o'clock, with unchanged transvalvular gradients. The physician decided closure of the pvl was needed. The next-day transthoracic echocardiogram demonstrated no pvl and a transvalvular gradient of 4.4 mmhg).